Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse has reported that during five intraocular lens (iol) implant procedures, and after the insertion of the iol, debris was noted. The debris was cleared from the patients using I/a. The lenses were checked under the microscope prior to insertion into the eye, and no debris could be seen. Only after it was inserted into the eye could it be seen. The original procedure was completed in all instances and just a few minutes of extra time was used to ensure the debris had been cleared. There are five medical device reports associate with this physician. This report is associated with iol 5 of 5.